Manufacturer narrative:
The full name of the event site noted is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp and observed a broken fiber optic connection. To resolve the issue, the fse replaced the fiber optic sensor extension. In addition, the fse found that the drive manifold was failing the leak check. To resolve this issue, the fse installed the drive manifold assembly and ran 3 passing drive manifold leak checks. The pneumatics interface board was also replaced and the iabp passed all functional and safety checks to factory specifications. The iabp was returned to customer and cleared for patient use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an unknown malfunction. The circumstance of the event was not reported and the date of the event is unknown. Subsequently, the getinge field service engineer (fse) assigned to evaluate the iabp, advised that the iabp had a broken fiber optic connection. There was no patient involvement and no adverse event was reported.